Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the surgery the subject guidewire was teared off within the microcatheter. The surgery was cancelled due to tortuous anatomy. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was fractured. In addition, the guidewire coil was stretched and the ptfe (polytetrafluoroethylene) coating was scrapped off. Functional testing could not be performed due to the condition of the returned device. Information from the complaint states that the surgeon was unable to reach the aneurysm after multiple attempts with this device and with competitor devices due to the tortuous anatomy of the patient. Given this information, the condition of the returned device and the anomalies observed during the device inspection, it appears that device experienced excessive manipulation during the use and handling of the product due to the tortuous anatomy of the patient. Therefore, a cause of "procedural factors" has been assigned to the reported event and the analyzed guidewire broken and guidewire coil stretch. As the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited. The analyzed guidewire ptfe coating peeling was likely due to improper technique used during the torqueing process. However, since the torque device was not returned for further analysis, the exact cause of the ptfe peeling cannot be determined.

Event description:
It was reported that during the surgery the subject guidewire was teared off within the microcatheter. The surgery was cancelled due to tortuous anatomy. No clinical consequences reported to the patient.